Manufacturer narrative:
The other powersail coronary dilatation catheter are being filed under another MFR #. Eval summary: quality assurance analysis revealed that the dilatation catheter was returned with no blood or contrast visible. The balloon was tightly folded. The orange protective sheath was on the balloon. The mid lap joint bond was not intact. The mid and proximal shafts were separated at the mid lap joint. There were no visible jagged edges or stretching at the separation. There was no other damage noted to the dilatation catheter. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that after the 2.75 x 18mm des was implanted in mid lcx, an attempt was made with a powersail to post dilate. It was discovered that the adhesive junction between the mid and proximal shaft was separated, and the product was not used on the pt. When another powersail was used to post-dilate, at the pressure of 12 atm, the balloon burst. The device was removed from the vessel at once. No pt injury was reported. No additional event or pt info is available.